Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation in the rib area. Imaging was taken which showed that the leads had moved down. Reprogramming was done and most pain areas were covered. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7142525.